Manufacturer narrative:
Additional information and the return of the device has been requested but not received. The serial number has been provided, and a review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified. This was a two-level implantation, both devices were explanted. This is one (1) of two (2) reports submitted on this event. Corrected information: 1. Patient identifier. B4. Date of report. E2. Initial reporter . E3. Occupation. G6. Type of report. H2. If follow-up, what type?

Manufacturer narrative:
Additional information has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported that an m6-c device was removed due to loosening. No device malfunction was reported.

Manufacturer narrative:
No device was returned; thus, no device examination could be performed. A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The risk management files were reviewed and no new risks were identified.